Event description:
Additional information was received confirming that the noise was due to electromagnetic interference (emi).

Event description:
During a follow-up, noise was observed on the atrial channel of the device. There was no intervention completed at this time and the patient was stable.

Event description:
Additional information was received that during the remote follow-up there was inappropriate automatic mode switch (ams) and oversensing episodes found in the session records due to myopotential or electromagnetic interference (emi). The patient will continue to be monitored.